Event description:
A physician reported that on january 16, 1998 he placed implants into the left and right nasolabial folds and right upper vermilion border. He prescribed standard post operative treatment. He removed the sutures on january 21, 1998 and assessed all sites as healing well. On january 28, 1998 he described the left nasolabial site as well healed. In subsequent office visits, he noted that the left nasolabial site was normal. On february 20, 1998, the pt noted a pressured, white colored pimple at the left nasolabial fold. On february 23, 1998 the implant was frankly extruding from the left nasolabial exit incision site. The pt removed the implant herself. On february 24, 1998 the pt brought to the physician and removed implant. The physician prescribed oral vantin for 10 days.